Event description:
It was reported that the ilet device¿s sleep/wake button was intermittently unresponsive, and the user noted that cold fingers could be a contributing factor; blood glucose control was not impacted and the user will monitor and call back if the issue recurs. Symptoms included no adverse clinical effects. Outcomes included no change in therapy and no medical intervention or hospitalization. Investigation included user interview and case documentation review. Investigation of this case revealed an intermittent user interface responsiveness issue associated with the sleep/wake button, with environmental and user factors such as cold fingers considered contributory; no device performance impact on insulin or glucagon delivery was identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and environmental conditions.